Manufacturer narrative:
It was reported that the patient thought this device was emitting tones. Additionally, the patient reported being in a car accident a few weeks ago and was unsure if the would cause a problem or not. A boston scientific (bsc) technical services consultant provided an updated replacement interval and suggested the patient contact their following physician for an in-clinic visit to turn of the beeping. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was provided. The device remains in service at this time and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was provided. The device remains in service at this time and no adverse patient effects were reported.